Manufacturer narrative:
This report is for unknown locking/conventional screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown locking/conventional screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ko, sang-hun, et al. (2017), minimally invasive plate osteosynthesis using a screw compression method for treatment of humeral shaft fractures, clinics in orthopedic surgery(2017); volume 9, pages 506-513 (south korea). The purpose of the study was to compare the surgical outcomes of open reduction and internal fixation (orif) and minimally invasive plate osteosynthesis (mipo) using a screw compression method in simple humeral shaft fractures. Between august 2008 and june 2015, 50 patients who had surgical interventions for the treatment of simple humeral shaft fractures and had follow-ups for at least 12 months were included in the study. The patients were divided into two groups: group 1 included 23 patients who had orif and group 2 included 27 patients who were treated with the mipo technique using a locking screw plate. All patients were implanted with 4.5-mm narrow limited contact locking compression plates (lc-lcp), locking screws and conventional screws. Shoulder function, pain and complications were then evaluated post-operatively. The following complications were reported: two patients in group 1 (7.2%) and in one patient in group 2 (4.2%), had radial nerve palsy, all of which subsided within 3 months. Three patients had post-operative infections were reported in group 1. All were superficial infections and well-treated by an average 4-week course of antibiotics. This report is for unknown locking/conventional screws. This is report 2 of 2 for (B)(4).